Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the lead became pulled back and dislodged. It was also noted that the physician had a difficult time placing the lead. The lead was revised and remains in use. No patient complications have been reported as a result of this event.